Manufacturer narrative:
Section b3: correction.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The account communicated that the patient had a separation of the silicone portion of driveline and metal driveline connector on (B)(6) 2019. No alarms were reported for this event. A clamshell repair was performed. No additional adverse consequences were reported. It should be noted that the patient later underwent an external driveline replacement on (B)(6) 2019 due to low speed events. The patient remains ongoing on heartmate ii lvas at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas IFU is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a separation of the driveline silicone jacket and driveline metal connector. It was noted that there were no patient consequences. A clamshell repair was performed and the issue was resolved.